Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door issue", which was reproduced as a door not fully latched alarm. The messages were found to be caused by a cracked threaded insert boss and raised threaded insert resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump had a "door issue." It was reported there was no patient involvement.